Manufacturer narrative:
Returned for evaluation was one (1) 28cm bioflo duramax dialysis catheter. The sample was returned in multiple pieces. Noted was a clear sticky substance mostly on one side of the bifurcation. Only the upper half of the catheter was returned. The catheter tubing was cut off close to the bifurcation. There was a clear sticky substance present mostly on one side of the bifurcation as well as a fibrous material. There was also what appears to be a piece of tape remaining on the bifurcation. There is no damage or deterioration of the bifurcation noted. The customer's complaint description is not confirmed for dialysis catheter device having a coating issue; device does not have a coating applied to bifurcation or catheter tubing. The returned catheter was noted to have a sticky substance and noted to have tape remaining on the returned sample. A definitive root cause cannot be determined as the sample returned showed no manufacturing non-conformance, deterioration or damage. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the following is provided as a reference from dfu: warnings: in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. Use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. Do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. Do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. Examine catheter lumen and extensions before and after each treatment for damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
It was reported that a patient experienced an issue with their duramax bioflo dialysis catheter. It was recently noticed that the patient had "coatings" of the catheter material on the thigh from the catheter. The material has not rubbed off on the patient more than once. The patient was dialysing with fragmin 7500 e/hd, and the legs of the catheter were plugged with dura lock. The catheter was locked at 30% citrate. The catheter was removed and replaced with another duramax. The patient did not experience any adverse effects or harm due to this incident.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).